Event description:
It was reported that the rn phoned the hot line and stated that the iabp stopped pumping and displayed a system 8. The screen then went black. As a result, the pump was switched out. The pump was taken out of service and sent to biomed. Field service report states the following: fiber optix sensor (fos) system failure #8 "pump stopped pumping" message was displayed and the screen went blank. Field service could not duplicate the problem. The fos operation and power supply connections were checked. The fos printed circuit board in the unit was replaced. Unit ran without problems and met manufacturing specifications.